Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using csi orbital atherectomy device (oad). The target lesion was located in the left anterior descending (lad) artery. An impella 2.5 ventricular assist device and temporary pacemaker were inserted at the beginning of the procedure. A choice pt guide wire and quickcross guide catheter were used to access the lesion. The choice pt wire was exchanged for a csi viperwire guide wire and loaded the oad onto it. The physician performed one run at low speed using the oad. During the second run at low speed, the crown appeared to jump through the lesion. Angiography revealed a perforation, but it appeared contained, so the physician completed atherectomy. The oad was removed and a balloon was advanced onto the guide wire, but angiography revealed that additional atherectomy was needed. The physician loaded the oad onto the guide wire and completed three additional runs at low speed. The oad was removed and the physician followed-up atherectomy by performing balloon angioplasty and stent deployment. Pericardial effusion was confirmed on echo post-procedure, but the patient remained in stable condition with no further complications. Additional information has been requested, but none has yet been received.